Event description:
It was reported that no flow was observed during the use of an intermate sv 100. This occurred during patient infusion of an unknown volume of piperacillin-tazobactam and nacl 0.9%. The reporter stated that they were unable to determine whether the device was not flowing or flowing very slow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received for evaluation. Visual inspection did not observe any evidence of fluid coming from the distal luer. Microscopic inspection revealed that the issue of no flow was caused by excess solvent applied on the tubing at the junction of the distal luer post. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.